Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an oral surgery, including a mandibular and maxillary osteotomy, a sonopet apex knife broke and was left in the patient¿s face. Patient will require an additional surgical procedure to remove the foreign body. It was also reported that the oral procedure was completed successfully, after a surgical delay of 20-30 minutes.